Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery depleted faster than expected. Tandem technical support verified in the pump history that the pump battery depleted from 40% battery life to 10% battery life in approximately 8 hours. Customer's blood glucose level was 236 mg/dl. Reportedly, customer will continue to use the pump for insulin therapy, and will contact their health care professional to obtain manual injections for alternate insulin therapy.